Event description:
It was reported to the sjm representative, this patient needed to have the scs system explanted due to the need for a MRI. It was reported the physician also reported the leads were broken.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.